Event description:
Oncology pt with sarcoma of distal femur. During revision surgery, allegedly the tibial hinge base had poly and silicon bumbers which had disassociated from the tibial base and were allegedly free floating in the joint space.

Manufacturer narrative:
D2. Type of device : hip component.